Event description:
It was reported that patient was not able to get enough pain relief. It was noted that patient experienced swelling, discomfort and burning sensation. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and the explanted device will not be return.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc8436500, model: sc-8436-50, serial: (B)(6).